Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, a new cartridge was loaded to address the event and insulin delivery was resumed. Additionally, customer had manual injections available as alternate insulin therapy. Blood glucose was 214 mg/dl.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Additionally, a different issue was identified.